Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the complaint of the patient experiencing a loss of stimulation could not be confirmed. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Labeling review: a product labeling review identified that the device was used per the directions for use (dfu) / product label. Investigation conclusion: the returned ipg was analyzed and passed all tests performed. The complaint of the patient experiencing a loss of stimulation was not confirmed based.

Event description:
It was reported that the patient was experiencing a loss of stimulation after riding a roller coaster. The patient's ipg ended up being explanted. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the complaint of the patient experiencing a loss of stimulation could not be confirmed. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Labeling review: a product labeling review identified that the device was used per the directions for use (dfu) / product label. Investigation conclusion: the returned ipg was analyzed and passed all tests performed. The complaint of the patient experiencing a loss of stimulation was not confirmed based on the returned device exhibiting normal characteristics. The probable cause for this complaint is no problem detected.

Event description:
It was reported that the patient was experiencing a loss of stimulation after riding a roller coaster. The patient's ipg ended up being explanted. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a loss of stimulation after riding a roller coaster. The patient's ipg ended up being explanted. The patient is reportedly doing well following the explant procedure.